Event description:
It was reported that the user experienced a low blood glucose event, noting a nadir of 68 mg/dl for approximately one hour, with no precipitating factors identified and without suspending insulin on the ilet. Symptoms included hypoglycemia. Outcomes included no medical intervention, no assistance, and no hospitalization. Investigation included complaint handling, troubleshooting, and user education. Investigation of this case revealed that the user treated the event with oral glucose and did not perform ketone testing. It was concluded that the event was consistent with hypoglycemia with an unclear cause and that device malfunction was not confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.